Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead it was difficult to find the position due to poor pacing thresholds. The lead was repositioned many times, as a result the helix became difficult to move. Eventually the coil detached and the helix was not possible to move. A lead fracture was alleged. A new lead was used. No adverse patient effects were reported. This lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.